Event description:
On 6/14/99, cytyc corp (cytyc) received a voluntary medwatch form that was initiated at a med ctr. Cytyc has attempted to obtain additional information from the med ctr regarding the incident(s) that led to the initiation of the voluntary medwatch form, but has not been able to acquire this information. If additional information is obtained it will be forwarded to the FDA per a supplemental report. Cytyc has however addressed the request from the med ctr to implement a tamper-evident seal on the preservcyt solution vials for gynecologic use. The initial request from the med ctr was made to cytyc in november of 1998. Cytyc determined at that time that a formal company project would be initiated to address the issue. Cytyc acquired the necessary production equipment, selected appropriate seal material, and qualified the product. The tamper-evident seal has been implemented and is currently being distributed.